Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely with the help of the medical instrumentation technician (mid) and found that the fluoroscopy pedal of the wireless foot switch wfs) was not working and getting a fluoroscopy failed message on the screen due to a mechanical problem. The rse confirmed that there was no error led indicator on the base station, and the battery indicator led on the wfs was green at the time of occurrence. The mid engineer replaced the wfs. Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station for the old design wireless footswitch. Philips has initiated medical device correction z-2485-2023 for this issue. With replacement of the wfs the solution was implemented; the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless foot switch failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.